Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On the day of the event, the patient was walking around the house and noticed that the cgm reading on his pump was low but he could not remember the exact value and suddenly felt like he was drunk then he passed out. The patient was alone when he lost consciousness and he woke up after 2 hours. He ate and then he recovered. When the patient felt okay, he checked his cgm and checked his blood glucose using fingerstick but he could not remember the values. He noted that the reading was somewhere around 40-50 mg/dl and could not recall if that reading was from the cgm or the bg meter. At the time of the report the patient was fine. It could not be determined what the malfunction was that caused this event. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. The device functioned within specifications. No additional patient or event information is available.